Event description:
Contact reported while using the compression forceps from the viper 3d system, we had trouble loosening the set screw during a compression maneuver. We then heard a small pop and the checked the driver and realized the tip of the driver sheared off in the screw extension. Sales rep confirmed the broken tip was retrieved. There was no adverse consequence to the patient.

Manufacturer narrative:
Visually inspected viper2 - int x-25, self-retain (B)(4). Noted the broken tip. Upon closer examination, it was determined that the tip broke in torsion. The torsional shear pattern suggests that the tip broke while loosening the set screw, which was indicated in the complaint. Device history records found a lot quantity of (B)(4) met specifications when released to stock in (B)(4) 2010. Even though the root cause cannot be positively determined, the noted damage suggests that the driver broke due to a high-torque circumstance. It is likely that the set screw experienced some extensive unknown loading during the compression procedure which required additional torque to loosen the set screw. No CAPA necessary. There are no other related complaints suggesting that this is an isolated event.